Event description:
The patient contacted animas on (B)(6) 2012 and stated that the ok and down arrow keypad buttons were intermittently unresponsive. The patient denied damage to the keypad and reportedly wore the pump attached to a belt. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast and up arrow buttons respond appropriately. The ok and down arrow buttons had intermittent response. None of the keypad buttons have normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, the battery cap was noted to be difficult to remove from the pump. Once removed, the cap height was noted to be out of specification.